Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the device was inserted, filled, and inserted into the patient. After inflation, the balloon ruptured. A small piece of the balloon broke apart but the piece was retrieved and the device removed from patient. No known adverse events were reported.